Event description:
Tubing used to inject dye during a catheterization procedure split open during second high pressure injection. First settings 15flow/30vloume/1091psi/0rise; 2nd settings 20flow/40 volume/1091psi/0rise. Total volume of 2nd injection before break was 31.3@20.1ml/s.